Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: when the surgeon insufflate 30 cc of air with syringe into the trocar, the balloon burst. The case was not extended by more than 30 minutes.